Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed; however, a loose connection was reported and determined to be the cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection between the supply bag and supply line. The technical services representative assisted the patient in ending therapy and reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.